Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site. After evaluation of the instrument and instrument data, the fse found algae in the saline line. The fse decontaminated the system, and verified the probe height and alignments. Precision, quality controls and calibrations were run, resulting within range. The cause of the discordant, falsely elevated alp and falsely low tbil results is unknown, as several other assays from the same patient samples resulted as expected. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated alkaline phosphatase (alp) and falsely low total bilirubin (tbil) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated alp and falsely low tbil results.